Event description:
Technician alleged that when the brakes were engaged, the casters would still swivel.

Manufacturer narrative:
Technician found that the casters were worn due to age and needed to replace. He replaced the casters and the brakes functioned properly. He found the stretcher out of service in the emergency room hallway and there were no alleged injuries.